Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Samples returned have been analyzed and no defects or deviations could be found. Based upon the product testing, this complaint could not be confirmed as reported.

Event description:
The customer thinks the coating is rough and he had a bleeding after catheterization.